Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the existing right atrial (ra) lead was found to be dislodged one day post-implant. A procedure was performed to reposition the lead. However, the following day an x-ray was performed which revealed this lead had pulled back again. As this right ventricular (rv) lead also needed to be revised due to loss of capture, the physician elected to remove and replace the entire system with another manufacturer's products. No additional adverse patient effects were reported.